Manufacturer narrative:
The delivery system and sheath were returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed a full radial tear on the inflation balloon. No balloon pieces appeared to be missing. The spring was also partially stretched. No other abnormalities were observed on the delivery system. Visual inspection of the esheath revealed kinks along the sheath shaft at 0.75 inches, 2 inches and approximately 3 inches. Bunching near the distal tip was also observed. No liner tear was observed. Minor distal tip damage and minor delamination on one edge due to the kink were noted. Dimension analysis of the single wall thickness was performed along the tear in the inflation balloon. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the report of the balloon burst was confirmed based on visual inspection of the returned device. The report of the delivery system withdrawal difficulty through the sheath was also confirmed based on the observed bunching near the distal tip of the sheath, the partially stretched spring and the multiple kinks along the sheath shaft. However, review of manufacturing mitigation, dimensional measurements and visual inspection of the delivery system did not indicate any manufacturing non-conformance contributed to the event. In this case, in addition to the procedure itself, patient factors (pa calcification) likely contributed to the balloon burst and subsequent withdrawal difficulty. . The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017- 02368 and manufacturer report no: 2015691-2017-02641.

Manufacturer narrative:
(B)(6) registry. (B)(4). System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, in addition to the procedure itself, patient factors (pa calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-02368.

Event description:
During a pulmonary valve replacement procedure, following the deployment of a 23mm sapien 3 valve, severe pulmonary valve insufficiency was observed. Echo showed the native leaflet was overhanging and not allowing the sapien 3 leaflet to coapt. A second commander delivery system and sapien 3 valve were prepared. The second valve was deployed slightly higher than the first valve to resolve the overhang. During the deployment of the second valve, the delivery system balloon ruptured circumferentially. The delivery system could not be pulled back through the sheath. Both the sheath and delivery system were removed together. A second sheath was inserted in order to complete the procedure. It was perceived that the calcification in the pulmonary artery caused the balloon rupture.